Event description:
A caller reported receiving a minimum fill notification while re-loading a cartridge on the insulin pump. Reportedly, there was more than 80 units of insulin in the cartridge. There was no adverse impact to the customer¿s blood glucose level. Patient was able to resume insulin after adding more insulin to the cartridge and bypassing the loading sequence.